Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 457 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with shot. Customer's blood glucose value was 457 mg/dl at the time of the incident. Customer's current blood glucose value was unknown, blood glucose was 364 mg/dl this morning at 630am blood glucose unknown now customer is getting lantus and humalog with shots in hospital. Customer came into hospital two days ago with bgs over 400 and was a little altered so her mom took her to emergency room they did give shot with insulin before going to hospital and it brought bg down to 200s but was still altered and had slurred speech so she went to hospital. Troubleshooting was performed. . Customer was explained about the 2 high blood glucose rule. The customer was admitted into hospital as result of high blood glucose level. The customer was into hospital on (B)(6) 2017 at 12:40pm. The blood glucose value when admitted to hospital was 191 mg/dl. The customer complained about high blood glucose. The customer cause of hospitalization per healthcare professional's was unknown yet customer is still having some slurred speech so they are still investigating cause she was not in diabetic ketoacidosis all other labs were negative. Customer wearing the pump less than 48 hours at time of hospitalization. The customer outcome of the hospitalization was customer is still in hospital on shots of lantus and humalog. The drive support cap appears normal (slightly indented). The customer stated there were no leaks or air bubbles. Customer assisted to perform the high pressure test and test was passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.